Event description:
The bur broke during treatment with no pieces coming loose. Additional information was received on 08/05/09 indicating a piece of the bur was retrieved from sinus without complication.

Manufacturer narrative:
A medwatch form was not received from the reporter, therefore, any missing or incomplete data on form 3500a is the result of information not being provided or released by the reporter despite attempts to obtain the required information. Two samples were received without the lot numbers and evaluated by engineering. The inspection showed heavy wear marks on the outside of the inner tube and breaks along the shaft on one of the two samples returned indicating excessive pressure was applied to the device. The instructions for use states, excessive pressure applied to bur may cause bur fracture. Should a bur fracture occur during use, extreme care must be exercised to ensure that all fragments of the bur are retrieved and removed from the patient.